Event description:
Olympus was informed via service request that the customer high-definition autoclavable camera head reportedly has ¿no images¿. The customer problem was found during preparation for use. No death, injury or harm was reported.

Manufacturer narrative:
The investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint of no image was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be identified, the cause of no image was due to a failure of the charge-coupled device (ccd). However, the cause of the failure of the ccd is unable to be determined. In addition, the following non-reportable malfunctions were found during the device evaluation: kink/knot found on cable and the coupler mount damaged this supplemental report includes information added to b5 and h4. Also, correction made to e3 from initial medwatch. E3 corrected from ¿other healthcare professional¿ to ¿biomedical engineer.¿ olympus will continue to monitor field performance for this device.

Event description:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided.